Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the patient¿s implanted neurostimulator (ins) battery depleted in (B)(6) 2018. The patient felt their battery should have lasted longer. No symptoms or further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the system hadn¿t been working for a month prior to the report. It was being investigated whether it was still an option to have a manufacturer representative (rep) check the battery and do a system check.